Event description:
It was reported that, "during the tka, the tibial punch tower could not combine any trial baseplate of nrg."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.